Manufacturer narrative:
It is unknown whether the device was used on a patient with known infection of the same microorganism. The endoscope was not ethylene oxide gas (eto) sterilized. The endoscope is reprocessed with a non-olympus automated endoscope reprocessor (aer). The endoscope channel was being brushed during manual cleaning. Pre-cleaning is performed immediately after a procedure using the following steps: wipe down with yellow enzymatic detergent sponge in sterile water, suction water with enzymatic for 30 seconds, suction air for 30 seconds, take buttons out and take to decontaminate for aer process within an hour. The endoscope is tested for leaks prior to manual cleaning. It was reported there were mechanical issues with the non-olympus aer. The screens were messed up and the doors open. Preventative maintenance was last performed on the aer may 2024 which is done annually or when needed. The last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was march 4, 2024 for cleaning the scopes. There has been changes in the facilities' reprocessing personnel since the last olympus ess due to staff turnover but training was achieved during orientation with a checklist process. All reprocessing personnel are trained on how to properly reprocess an endoscope per the manufacturer's instructions for use manual. The endoscope is being stored with the non-olympus pass through system baskets with med gas hookups. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00251. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported there was a significant increase of mycobacterium gordonae positive cultures in bronchoscopy patients during april 24, 2024 through january 15, 2024. The sampling and culturing was performed because of the increase of positive mycobacterium gordonae bronch cultures. The particular scope was used 103 times. There were 7 out of the 10 patients who tested positive for the microorganism with the subject device. The patient did not warrant antibiotics. It was later reported the procedure performed was a bronchoscopy endo and the patient was cultured (B)(6) 2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party culture testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated by olympus. Although there were device abnormalities noted, there were no reportable malfunctions observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus conducted culture testing via a third-party and the biopsy channel/suction channel of the device tested positive for the following microorganisms: micrococcus luteus, brachybacterium muris, and cellulomonas species, a relationship cannot be identified between the subject device and the reported patient infection. However, on 21may2024, during a reprocessing in-service conducted by an olympus endoscopy support specialist (ess), it was identified that precleaning of the device was delayed, and sterilized water was not used during precleaning. Therefore, the event was likely caused by the nonreportable device defects and insufficient device reprocessing due to deviation from the instructions for use (IFU). The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. A correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue was discussed with the infectious disease department. Per the facility, pub-med research was conducted, and other possibilities for the presence of the contaminant organism was discussed. The procedures resulting in the reported patient infections were not performed by the same pulmonologist. There are other pulmonologists who perform bronchoscopies at the hospital.